Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired in (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR # 1225714-2013-03550, 1225714-2013-03551.

Manufacturer narrative:
This is one of two device reports associated with this event. Associated MFR reports: 1225714-2013-03550 and 1225714-2013-03551. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient experienced a cardiac arrest and expired the same day.